Event description:
It was reported to medtronic neurosurgery that the dr found the tail of the screw damaged during surgery.

Manufacturer narrative:
The head of the screw was damaged and the material displacement was not directional. It is unk how this damage occurred. Per the instructions for use that accompany the device, breakage of timesh components is a known complication. Damage to the head may occur when the screw is improperly engaged with the drive blade, particularly if the driver blade is dull. Also,hard and dense cranial bone may contribute to this failure mode. A review of the mfg records showed no anomalies. No impact to the pt was reported.